Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: multiple occlusion alarms on (B)(6) 2016, leading to delivery interruptions observed in the black box; the force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. Pump exercised for 24 hours with no occlusions occurring. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issues. The reporter stated that they had a blood glucose (bg) of 20mmol/l with polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient had partial foot amputation, heart disease, and a pancreas implant. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.